Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of adhesion ("tons of adhesion") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adhesion (seriousness criteria medically significant and intervention required), scar ("scar tissue"), migraine ("migraine") and complication of device removal ("I had to have 6 incisions and my obgyn said it was a mess in there"). The patient was treated with surgery (removal of tubes and essure). Essure was removed in (B)(6) 2015. At the time of the report, the adhesion, scar and complication of device removal outcome was unknown and the migraine had resolved. The reporter considered adhesion, complication of device removal, migraine and scar to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.